Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blistery rash on his back under the therapy electrodes. The rash was described as having a burning sensation and itchy. The patient's doctor told him to use benadryl. The patient reported that the benadryl "burned the area" and that he was applying lotion and it was helping.